Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and the archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error. During archive data review, ua 45 error messages was observed on the reported event date. In addition, ua 7 (discrepancy between load 1 and load 2 too large) error messages was observed on the reported event date. This is not related to the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). Load cell characterization test indicated both cell modules are functioning within the specification. The error message might be caused due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example, ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.